Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2006. According to the complainant, after the procedure, the patient presented with mesh erosion. Subsequently, the patient was put on conservative treatment, including antibacterial agent, estrogen patch and vaginal tablet. Additionally, removal of exposed mesh was performed. Reportedly, the mesh was placed in the bladder and difficulty in sexual intercourse was noted.